Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no obvious damages or issues. Functional and pressure testing was performed; there was no observation of any leak from anywhere or any issue. The root cause of the customer¿s report of a leak was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the connection between the pca tubing and the primary pump tubing was leaking. No cracks were visualized. There is no report of patient harm.

Manufacturer narrative:
Concomitant products: disregard pri tubing.